Event description:
It was reported before use that a cs300 intra-aortic balloon pump (iabp) had isoltest alarm. The customer reported that when the equipment was connected to the socket it triggered the insulation alarm. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1 ( system name), h2, previously the UDI number was sent incorrectly. Please consider UDI section blank for this record.

Event description:
N/a.

Event description:
It was reported before use that a system 98xt intra-aortic balloon pump (iabp) had isoltest alarm. The customer reported that when the equipment was connected to the socket it triggered the insulation alarm. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d1, d4 (catalog number), e3, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. The getinge field service engineer visited the site and performed electrical safety checks. No problems were found. The correct operation of the isoltest was verified. The device was returned to the customer for clinical use.